Event description:
It was reported that the customer leaned onto something and as a result the touch screen became shattered and unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.